Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the mc pcba board was damaged, likely due to a short caused by the exposed and damaged mainboard components. Therefore, this complaint no longer meets reportability requirements. Bench repair replaced mc pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device, it was observed that motor controller printed circuit board assembly (pcba) is exhibiting intermittent functionality, likely due to a short caused by the exposed and damaged mainboard components. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.